Event description:
The customer reported his blood glucose reached 310 mg/dl less than 4 hours after the pod was activated. He was not able to see if the cannula was properly inserted or not but during a bolus delivery he noticed that the insulin was delivering outside of his skin.

Manufacturer narrative:
The product was not returned for evaluation. The user reported that he was unable to view if the cannula was properly inserted but was able to feel insulin on his skin at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.